Manufacturer narrative:
According to the available information the titan touch was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to a tubing tear between the pump and the left cylinder. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
First implantation in 2018, in august 2021 ipp stopped working. Damage to the tube between pump and left cylinder. No other adverse patient effects were reported.

Event description:
According to the available information the titan touch was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to a tubing tear between the pump and the left cylinder.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.